Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: d5, e2, e3, g2. A getinge field service engineer (fse) evaluated the iabp unit and completed the iabp pm service. He performed pm, calibration, safety, and functionality checks as per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was getting error 14 during start up.